Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite (returned instrument test/evaluation) testing for fluid volume accuracy. As the device failed during evaluation, there was no patient involved.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An external/internal inspection was performed with no issues noted. Temperature confirmation testing was performed and the results were found to be within specifications. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Test article, piston foam, was installed and the device passed the subsequent volumetric accuracy test. Further inspection also revealed the door piston to be cracked at the top of the right disposable chamber and at the side of the left disposable chamber. The evaluation revealed the cause of the failure to be deteriorated piston foam and a cracked door piston. The piston foam and the door piston were to be replaced and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.